Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the seal were inside the body of the loading device. The green slide lock and white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).